Event description:
It was reported that one day after an ion endoluminal lung biopsy procedure, the patient presented to the hospital with chest pain secondary to an alleged pneumothorax. Per the physician, the pneumothorax was located where she had placed fiducial markers, and the biopsy was obtained on the contra lateral side of the pneumothorax. Although details were requested, it is unknown how the pneumothorax was identified. The patient was hospitalized overnight although a chest tube was not needed or placed to resolve the pneumothorax. Per the physician, the patient "coughed up a mucous plug and felt better." The patient was discharged the next day in stable condition.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. A review of the site's complaint history showed no other issues related to this event. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient presented to the hospital with chest pain secondary to an alleged pneumothorax. As a result, the patient was hospitalized overnight. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.